Event description:
A pt reported experiencing inaccurate erratic results with a ot basic original meter. The pt's blood glucose results were 104, 154, 121mg/dl. (Meter). Tests were done within 20 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported. Note- customer was cleaning the meter incorrectly.